Event description:
While getting access to the rfv, the physician used the access needle from the mpis. After getting flashback wire was inserted. However, access was lost. An attempt was made to retrieve the needle and wire as a unit. However, at this time, the wire started unbraiding and got longer and longer (became elongated and unraveled). The physician continued pulling until the wire came out. An x-ray check showed that a piece of the wire was still inside the pt. The physician got access at a lower point in the vein and tried to retrieve the piece with a snare, but was unsuccessful. The pt was taken to the operating room for venous cut down. Pt outcomes is not known.

Manufacturer narrative:
(B)(4). A visual examination of the returned device confirmed the distal weld has separated from the mandril wire and coil, this allowing the coil to become elongated. Additionally, the examination also confirmed the weld ball was missing. We can advise this device is inspected 100% for bends, kinks, adequate joint strength, correct outside dimension and other surface imperfections, prior to transport. Based on te info provided, it is feasible to suggest that during the insertion and/or removal of the wire guide, inadvertent contact was made with the needle bevel. Per the supplied caution label, scor889, it is stated: "withdrawal or manipulation of distal spring coil portion of wire guide through needle tip may result in breakage." We will continue to monitor this device.